Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was blurry due to moisture inside the charged coupled device lens. Additional findings included a failed leak test due to a small hole in the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been since may 16, 2022 that the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. It is likely that the blurry image occurred due to moisture inside the charged coupled device lens. As to the cause of moisture, it is likely that it occurred because water entered from the cut on the cable. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, the hd camera head image was blurry. The issue was found during preparation for use. There were no reports of patient harm.